Manufacturer narrative:
Medical device: 5076-45 lead implanted: (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead exhibited a superior vena cava (svc) impedance jump and high impedance. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.